Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had alarmed error 1870. The batteries had been removed, and the patient had been instructed to leave the batteries out of the pump. The continuous infusion rate had been recorded as 2.2 ml/hr, with a total reservoir volume of 56.3 ml, an administered amount of 43.75 ml, the air detector and the upstream sensor was set to off, and a total infusion length of 46 hours. The event occurred while in use with a patient, and there were unknown signs or symptoms experienced.